Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw properly. Other devices were used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.